Event description:
One pt developed pulmonary edema at the end of a therapeutic plasma exchange (tpe) treatment with an asahi ap-05h(l) plasma separator. Their diagnosis for tpe was thombotic thrombocytopenic purpura (ttp). Their initial tpe treatment was in 2001. Pt developed symptoms which resulted in the early termination of the treatment. Subsequent to this incident and early termination of this treatment, pt received 6 additional tpe treatments with asahi ap-05h(l) filter with only minor allergic symptoms presenting on this third treatment, specifically. Dosing with higher levels of benadryl and solu-medrol were given after the initial incident. Cause of this event may be related to ffp (fresh frozen plasma).